Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the infusion set and cartridge. Customer's blood glucose (bg) was 485 mg/dl and a bolus was delivered to address bg. Reportedly, customer changed the type of infusion set used.